Event description:
It was reported that the needle mechanism did not fully retract as intended during activation.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The device was received partially deployed. The formed needle was observed protruding past the needle well. No alarms, timeouts, nor drive stalls were observed in the data. Upon opening the device, the needle retracted fully, and score marks were observed on the top housing. The linkage assembly rivet was observed to be damaged. This damage caused interference between the linkage assembly and the top housing, resulting in the needle's inability to retract.